Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-01335 and 2134265-2017-01336. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the case, it was reported that they were not able to pullback 2 times out of 4. In those occasions the pullback stop after a few frames. No patient complications were reported.